Event description:
Manufacturer narrative (provided by livongo). The patient was sent a replace blood pressure monitor to resolve this issue. The livongo blood pressure monitor has yet to be returned for investigation a supplemental report will be filed if the device is returned by the patient. Event description: the patient reported their teladoc blood pressure monitor read 20 points higher compared to a manual reading at their doctor's office taken simultaneously. The patient didn't receive any medical treatment because of the inaccurate results from the teladoc blood pressure monitor.

Manufacturer narrative:
Cause: without a specific issue description and defective device for return, it is challenging for transtek to conduct a detailed analysis. There are some similar device failures from other feedbacks and the cause analysis should be the same theoretically as below. 1. We checked the all related DHR, including manufactured process records, fqc inspection records, ect, and no accuracy issue was found. 2. The product has passed clinical validation iso 81060-2:2018. Its performance meets the requirements. 3. The instructions have already covered the relevant operation. The customer might not read the instructions carefully. Corrective action: 1. Establish a regular communication mechanism with our customer. 2. Prepare a document concerning troubleshooting and essential precautions as a notification of reminder for customer promotion to minimize the risk of user misoperations. Conclusion: this issue would not cause or contribute to a death or serious injury, not a MDR event.